Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgment during right ventricular (rv) lead extraction. A new lead was implanted. No additional adverse patient effects were reported.